Event description:
Ous MDR - after an implantation time of about 4 years, it was reported that the pacing impedance was too low. The event was noted via home monitoring. The interrogation of the ICD after the pt was called in for an appointment showed no further anomalies. No deterioration in the pt's state of health was reported. The device was explanted. No date of implant was provided.